Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: what was the name of the procedure? Mis bowel resection. What was the shape of the staples in the partial staple line unformed; formed, malformed? I cannot remember. Did the device cut beyond the formed staples? I cannot remember. What was done to manage the situation? Cut that piece of bowel off. New anastamosis had to be made. Opened new stapler and cartridges! How long was the procedure delayed? I would say about another 30 min or so. What was the condition of the patient following surgery stable, discharged, critical please explain? The new anastamosis was good.

Event description:
It was reported that during an unknown procedure, after firing, the staple line was incomplete. It is unknown how the procedure was completed. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Incomplete/interrupted cycle. Additional information: the rep had a separate meeting with the surgeon - responses as follows: surgeon name? Dr. (B)(6). What was the name of the procedure? Mis bowel resection. What was the shape of the staples in the partial staple line - unformed; formed, malformed? Staples formed properly. Did the device cut beyond the formed staples? No - device fired partially and locked before achieving full 75mm staple line. What was done to manage the situation? Cut that piece of bowel off. New anastamosis had to be made. Opened new stapler and cartridges! How long was the procedure delayed? I would say about another 30 min or so. What was the condition of the patient following surgery - stable, discharged, critical - please explain? The new anastamosis was good. The additional question about how cutting out bowel impacted the patient was asked after the rep met with two different persons at the hospital - rep states that although the patient has less bowel - the anastomosis was successful. On what tissue type was the device used? Bowel. What location on the tissue was being stapled? Large bowel & small bowel (side by side anastomosis. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 3rd. Was the cartridge loaded with the retaining cap on? Unk. Did the surgeon move the firing knob left and/or right before firing? No. Was the handle closed completely before firing? Yes. Was buttressing material used? No. Was the instrument fired across or near existing staple line(s) or clip(s)? No. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, opening or firing)? Yes. If yes, please explain: firing knob advanced partially and then would not advance any further. Did any part of the instrument break-off from the device? No. Was there any difficulty removing the device from tissue? No. Does the patient have any relevant history of surgical treatments? Unk. Has the patient recently had radiation or chemotherapy? Unk. How long has the surgeon been using this device for this procedure (in years)? The general surgery resident fired the device, so less than 5 years. Was there a recent conversion to ees devices in this account /surgeon? No. Is there any other additional information you would like to share about this device/procedure? Dr. (B)(6) admitted that since the resident fired the device, it is possible that they partially fired, reversed, and then attempted to continue the firing, thus engaging the lockout. The analysis results found that the device was received in good visual conditions and with a cartridge reload loaded in the device. The cartridge reload had the proximal 33 drivers up without staples, and the remaining drivers down with staples present. The returned cartridge reload had the swing tab in the locked position, which indicates that the device's firing cycle was interrupted. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in incomplete staple line. For additional information, please refer to the instructions for use. The cartridge reload was manually unlocked and the device was tested for functionality with the returned cartridge reload and it fired, cut, and formed all the remaining staples as intended. The device fired with no difficulties and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.